Manufacturer narrative:
Additional information was received that the physician did not believe that the infection was device or procedure related.

Event description:
A report was received that the patient had an infection at both incision sites. Patient's symptoms include leakage and redness at the sites. The physician was not sure if the infection was device or procedure related. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model #: sc-4316, lot #: 15963202, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at both incision sites. Patient's symptoms include leakage and redness at the sites. The physician was not sure if the infection was device or procedure related. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well post-operatively.